Manufacturer narrative:
Qn#(B)(4). The results of the investigation are incomplete at the time of this report. The user facility discarded the device sample.

Event description:
The customer alleges that when trying to remove the guide it broke. Intervention - maneuvers necessary to remove the part.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review performed on the swg and catheter did not reveal any manufacturing related issues. The probable cause of the swg separating could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that when trying to remove the guide it broke. Intervention - maneuvers necessary to remove the part.